Event description:
The affiliate reported the customer alleged system error failures during ferritin analysis involving unicel dxi 800 access immunoassay system. During troubleshooting with beckman coulter customer technical support (cts), it was discovered a ferritin reagent pack had been shared between two unicel dxi 800 systems. Ferritin results generated from the shared reagent pack were released out of the laboratory. The customer retested all ferritin patient samples. Seven patient results, upon retest, were outside the precision claims for the assay. The customer stated the difference between the original and retest results were clinically insignificant, thus the corrected reports were not submitted. There has been no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was not dispatched as the issue was resolved during troubleshooting via the telephone, and the customer did not question system performance. The cause of the incident is due to operator error.